Manufacturer narrative:
The coaguchek inrange meter serial number is (B)(6). The meter and test strips were requested for investigation but were not submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) n are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation did not identify a product problem.

Event description:
We received an allegation that the coaguchek inrange meter may have contributed to a patient's current and previous episodes of mitral valve thrombosis. The doctor and nurse stated that their patient, who has been treated with warfarin and monitored with the meter for six years, was hospitalized on (B)(6) 2025 due to mitral valve thrombosis. The doctor stated that upon the patient's arrival at the hospital, the meter results were within the therapeutic range, while the laboratory results were too low, and based on the laboratory result, they increased the patient's warfarin dosage from 5 mg/day to 7 mg/day to increase the inr. The doctor further stated that the high meter results may have also caused the patient's previous episodes of thrombosis. The doctor provided the following examples of discrepant results: on (B)(6) 2025: the meter result was 4.6 inr. The laboratory result was 3.04 inr. On (B)(6) 2025: the meter result was 5.7 inr. The laboratory result was 3.53 inr. The patient's therapeutic range is 3.5-4.5 inr.